Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. After the lesion were crossed with a non-bsc guidewire and microcatheter with the support of a non-bsc guide catheter, a 2.5mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a 3mm coyote es balloon catheter. No patient complications were reported.